Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor did not pass incoming functional testing and displayed discharge profile faults. The cause for the failure was isolated to an open r46 resistor on the computer/analog board. The root cause for the open r46 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor being unable to complete incoming functional testing.